Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due z syndrome 4 weeks post iol implant. No add'l info was provided. Add'l info has been requested.